Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She consulted her physician - at his clinic her blood glucose read 268 and dario meter read 387. When talking to the user, she stated the strips were kept in the kitchen - it is instructed in dario user guide under 'general precautions': "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen". The user was trained on the maintenance of strips and instructed to open a new cartridge. The issue was resolved with new strips. No device problem detected, not enough information regarding the old strips to investigate. The complaint failure mode was not confirmed.